Manufacturer narrative:
MDR 3003442380-2024-02083 device 6 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. Event occured from (B)(6) 2024. First event was occured on (B)(6) 2024 event occured eight to nine times. It was reported that patient faced an issue with nine infusion set was fell during use. The infusion set was in use for less than 24 hours.the patient replaced infusion set and resumed insulin successfully. No further information available.